Event description:
A malfunction was reported on a pump when the caller was administering a bolus. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset instructions and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code appeared again, to which the caller agreed.